Event description:
It was reported that the user experienced sustained high blood glucose readings for over two days and was unsure whether the ilet was delivering insulin correctly; during troubleshooting, the user struggled with a supply change, advanced approximately 80 units during tubing fill before confirming visible drops, and subsequently stated that insulin delivery and cannula fill had resumed, with replacement infusion set and connector supplied. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings due to insufficient information, and no specific device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.